Event description:
Surgeon used 36f trial liner and then found difficulty inserting definitive liner. Surgeon attempted to remove any potential tissue that might have been preventing complete seating of the actual liner. However, he had problems seating and had to go back to trial liner to confirm that it still was seating correctly. After the trial liner seated again correctly, surgeon again tried to insert the definitive liner. It was unsuccessful again. Sales rep and surgeon inspected liner on mayo stand and small deformities in the material seemed to be present. After a third attempt to insert the liner, surgeon asked to open a new prosthesis. The new, second liner went in without concern. There was a delay of approximately 15 minutes and there were no medical interventions necessary.

Manufacturer narrative:
Summary of evaluation: the root cause of the event could not be confirmed based on the limited information provided for the investigation. Visual inspection of the returned device revealed scratching and gouges all around the locking tab, possibly due to mis-alignment at implantation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.